Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the pump won't turn on. Customer¿s blood glucose was not impacted. During troubleshooting, issue was resolved.

Manufacturer narrative:
This event does not meet MDR requirements as defined by 21 cfr 803. This event does not meet MDR requirements as defined by 21 cfr 803.